Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The lead body was slightly twisted. The tip section of the lead was normal and there were no signs of damage or defect. The clinical observation could not be confirmed through laboratory testing.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported receiving a shock. The patient was seen in clinic for follow up where it was found that the lead was oversensing. A chest x-ray was performed where it was determined that the lead had dislodged and was pulled back into the atrium. The patient was reported to be a twiddler. Therapy was programmed off. The patient was to be seen for a revision procedure at an undetermined date. There were no adverse patient effects. The lead remains in service.

Event description:
The lead has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient underwent a lead revision procedure where the lead was explanted and replaced. An additional observation of loss of capture was reported. The lead was intended to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.